Manufacturer narrative:
Testing of actual device : a getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and was able to reproduce the reported issue. The fse replaced all blood contaminated parts, the condensate removal module, safety disk, purge valve assembly and blood detect tubing assembly . Thereafter, the fse performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) had a blood back issue. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h6, h10, h11. Corrected field: h4.

Event description:
N/a.